Event description:
A discordant advia centaur troponin ultra result was obtained on a patient sample. The result was not released to the physician. There are no reports of adverse health consequence or patient intervention due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a faulty water reservoir tubing. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.